Event description:
The customer reported a frozen screen. The customer stated that the time on the screen was not advancing. Advised the customer to remove the battery for two hours and call back if the issue is not resolved. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.